Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable. The customer¿s blood glucose was 450 mg/dl. Reportedly, the customer had manual injections available for alternate insulin therapy. During follow up with tandem technical support the customer reported an alternate usb cable was able to charge the pump successfully.